Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.50mm x 12mm was returned for analysis. A visual and tactile inspection identified no issues or damages noted on the hypotube profile. A visual, tactile and microscopic examination of the balloon identified a 10mm longitudinal tear was identified on the balloon material in the proximal to mid-section of the balloon. The balloon was subjected to positive pressure and returned in a deflated state. A microscopic examination of the shaft polymer extrusion identified no kinks or damages. Bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
Reportable based on device analysis completed on 18-sep-2025. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported, and the patient was stable following the procedure. However, returned device analysis revealed balloon torn longitudinal.